Event description:
It was reported that during a total laparoscopic hysterectomy, the device was being used during the last part of the procedure, where the cervix is being cauterized and the uterus removed. It was noticed that the tissue pad was cut down the middle longitudinal. Half of the tissue pad was found in the cul de sac and was removed. The uterine manipulator was used and may have come in contact with metal. The case was completed with the same device. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.